Event description:
It was reported that the pt was undergoing a revision surgery to extend a rod inline connector. While the surgeon was trying to loosen the setscrews, two out of the six setscrews would not engage with the driver, and could not be loosened. The surgeon had to close the pt without performing the intended procedure, as the pt was not cleared for reinstrumentation. Another revision surgery will need to be scheduled, but has not been conducted to date.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.